Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One speedband device was returned for analysis. Visual examination of the returned device noted presence of residue indicating use/handling. The suture was found broken, with portions still attached to the ligator head and the trip wire loop. All seven bands remained on the ligator head, with the first four blue bands moved out of position. The ligator head teeth were damaged, with two of its teeth broken off. The trip wire was not secured in the handle slot and the wire was noted to be only two revolutions around the spool. There was slight evidence that the trip wire had been secured prior to receipt for analysis. Functional evaluation of the handle was performed by turning the handle knob at 180 degrees; no issue was noted with the handle assembly. Given the event description and condition of the returned device, there isn¿t enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy and got stuck together at the end of the ligator head. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy and got stuck together at the end of the ligator head. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.